Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. No device returned.

Event description:
Report received from user facility states that the convective warmer was in use with (B)(6) old patient during a cleft-lip/palate flap repair surgery. The device was initially set to the 44 degrees celsius setting and later reduced to 36 degrees celsius. There were no alarms during the surgery. After the surgery, burns were found on the patient's back. The user facility reported that the blanket was incorrectly placed on the patient. The blanket was placed upside down, resulting in the patient's back being placed over an air outlet designed to be at patient's feet. The observed burns reportedly corresponded with the air outlet. Reporter stated that the burns had no superficial blistering and redness dissipated within 48 hours. No further adverse effects to patient reported.